Manufacturer narrative:
Low speed and pump stoppage events were confirmed via the patient¿s system controller event history that was submitted. The event history indicated intermittent low speed events, pump stoppages and elevations in pump power, which appeared to occur while the system was operating on the power module. Based on the manufacturer¿s previous complaint experience, the events recorded in the patient¿s system controller event history appear consistent with a potential percutaneous lead issue; however, percutaneous lead wire damage could not be confirmed as the device remains in use and was not available for evaluation. The patient remains ongoing on pump support with a non-grounded patient cable and no further events have been reported. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The event occurred at (B)(6). The pump remains implanted and the patient remains ongoing on vad support using an ungrounded power module patient cable. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device on (B)(6) 2011. On (B)(6) 2016, the patient reported experiencing short intermittent alarms in (B)(6) 2015 over the holiday season. The patient was asymptomatic. The patient was admitted to the hospital and low speed alarms and pump stoppage events were observed in the system controller log file. The patient was kept on battery power and an ungrounded patient cable was provided for use with the power module. On (B)(6) 2016, the manufacturer's technical service representative evaluated the patient's percutaneous lead (lead). Electrical continuity testing of the lead did not find any broken wires or short to shield condition. There was no issue detected with the external portion of the lead; however, when the patient moved their thorax, low speed operation alarms and pump stoppages occurred while connected to a grounded power module patient cable. The patient continues on lvad support using battery power and ungrounded patient cable power module support. No further information was provided.